Event description:
Patient states that he received 8 syringes with needle completely broken off, syringe/missing, (in a sealed package that way). Dose frequency & route used: use twice a day for insulin dependent. Diabetes mellitus. Therapy dates: 11 years. Diagnosis for use: type 1 diabetes.